Event description:
It was reported that nurse felt the solution bags were overheating. It was reported that the patient was not connected for therapy. The homechoice was scheduled for a return. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The device passed electrical and functional testing. During sample analysis, the heater pan temperature readings were within specification. A short simulated therapy was performed and completed successfully. A visual inspection was performed on the thermocouple wires, thermo boards and accomp board and no problem found. The heater elements were also measured and were within specification. The reported issue of the homechoice overheating bags was not verified. Analysis of the device found no failure or malfunction that could have caused or contributed to the reported difficulty. The cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.